Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pad messages) has been confirmed. Upon eval, the white pulse wire was open in the trunk cable insulation. The cause of the check therapy electrode pad messages is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The pt rec'd a replacement electrode belt.